Event description:
On (B)(6) 2014, I received 1st injection of synvisc left knee. On (B)(6) 2014, 2nd shot of synvisc was done to (l) knee by md (B)(6). On (B)(6) 2014, severe s/e occurred left knee pain (>10), swelling, not able to walk at all for more than 1 week. On (B)(6) 2014, 160cc liquid drained by (B)(6) (as a first aid). Liquid sent to the lab with negative results. Synvisc injections manufactured and distributed by: genzyme (B)(4), a division of (B)(4). I am not able to work until this time - staying at home, walking with cane (due to pain). Who is responsible for this s/e? I am sure something wrong with syringe (synvisc). Strength: 2ml; frequency: per week; how was it taken: by injection. (B)(6).